Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the tube is crimping/kinking at the column. No patient harm reported.

Event description:
The customer alleges that the tube is crimping/kinking at the column. No patient harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The lot number provided in this complaint is not a valid lot number for product 2416. No corrective action can be established at this time since the device sample or a picture of it is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.

Manufacturer narrative:
(B)(4). The device history record of batch number 74k1401208 was reviewed and there were no issues or discrepancies found which could potentially relate to the reported complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the tube is crimping/kinking at the column. No patient harm reported.